Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis had discomfort in his scrotum when sitting, the device had previously been revised but the discomfort persisted. The physician stated they believed that the device pump was causing the discomfort. The device was removed and replaced with a tactra. No further patient complications were reported.